Manufacturer narrative:
Correction: manufacturing reference number (1627487-2019-12224), should not have been reported as a medical device report (MDR) as there is no indication of allegations against the device.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which only the s1 lead was explanted and replaced (1627487-2019-12225). This report was submitted in error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-12225. It was reported the patient was receiving inadequate stimulation in one of the patient's leads. As a result, the patient will undergo surgical intervention on a later date. Both of the patient's leads are being reported because it is unknown which lead is liable.